Event description:
It was reported that the patient was hospitalized for a week after implant. The patient was hospitalized because she was "incoherent and couldn't make a sentence". The patient was dehydrated due to a blood patch and she was having a reaction to the medication in the pump. The patient stated the reaction she experienced was awful dreams; she was lethargic; she slept for days; she was vomiting; and she was weak. The pump was delivering baclofen (500.0 mg/ml at 50 mcg/day). The pump still had baclofen in it, but they had turned it down to 45 mcg/day. The patient had another blood patch on (B)(6) 2014 and the helped ¿greatly¿; it helped with her headache, but she was still in pain. The patient felt that she was not given enough information prior to having the pump implanted and now wanted it out. The patient had been reading about the pump since having it implanted was concerned about hot tubs, saunas, etc; the 102 degrees fahrenheit in the labeling. The pump was not helping with the patient¿s pain at all. The only thing that helped the pain was heat. It hurt right on top of the pump. At this point, the patient was going to wait and see; they wanted the patient to heal more and then she would see in a few weeks how things were. The patient was going to be changing physicians because she had moved. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that there were no other medications in the pump at the time of the event. It was noted the patient¿s start date of treatment was ¿continuous¿. It was reported that ¿yes¿ the patient was taking other medications at the time of the event. It was noted that the patient symptoms included headache and cerebral fluid puncture headache ¿cfsph¿. It was reported that the patient was doing ok at the time of report.

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient is still having concerns with their device or therapy but they are working with their healthcare provider (hcp) or manufacturer's representative. It was noted that the patient listed appointment dates of (B)(6). It was reported that they are lowing dose of baclofen to "change medicine".